Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and replaced the computer. The issue resolved. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer was returned to the manufacturer for evaluation and the issue was confirmed. Functional testing, visual/physician examination, and device testing found that the computer was power cycling. The cmos battery was replaced and ram was reseated. After re-seating the ram modules the computer issue resolved. The system passed all required testing. The cause of the reported issue was loose connection/connector.

Event description:
A medtronic representative reported that outside of a case, after turning the navigation system on, it was working normally, when the monitor suddenly displayed, "no input detected". The representative then heard the computer fan cycling and powering on and off. This cycled approximately 5 times and then the computer stayed on and the system displayed that it was booting up. Once the system booted back up, the system functioned normally. The power cable was examined but looked fine, without damage. The axiem power/comm cable showed no visible damage. There was no patient present when this issue was identified.